Event description:
It was reported that during an unknown procedure, the device could not be fired after closing. No blade came out. The surgeon changed to use another device to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(6).